Manufacturer narrative:
(B)(4). Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, drowsiness with right upper extremity (rue) weakness and bilateral blurred vision occurred. Computed tomography (CT) confirmed a small thalamic stroke, which was treated with medication and conservative management. It was noted that the left thalamic infarct, rue weakness and binocular visual difficultly were likely embolic from disrupted calcified plaque. The patient was diabetic and was on medication for diabetic control but had no prior history of strokes or arrythmias. The rue weakness and bilateral blurred vision continued at the 30-day follow-up appointment. Approximately seven months following the implant procedure, the patient was seen in the stroke clinic for diplopia and three months later for downbeating nystagmus. Medication was provided for the downbeat nystagmus. Approximately one year following the implant procedure, a two-hour episode of weakness on right side occurred with no evidence of stroke seen on magnetic resonance imaging (MRI). Two months later vision was noted to be improved. No additional adverse patient effects were reported.